Event description:
No pump was returned to fresenius kabi for evaluation. The reported pneumatic valve leak failure (valve 3) issue was resolved by the (B)(6) depot team. A history review of the fresenius kabi service records for reported serial number prior to the notification date of this complaint record found no same / similar issues related to this complaint. A device history review of the reported serial number was conducted by fresenius kabi and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue. All complaints are captured in tracking and trending and reviewed monthly to determine if additional investigation is required for further root cause analysis and any corrective actions. No action required at this time.

Manufacturer narrative:
Correction: initial MDR submitted with incorrect catalog/model #'s in section d4, fu2 submitted to correct.

Event description:
The following has been reported: biomed reported: "no patient harm has been reported on this device". Problem reported: failed functional check; pump problem/error code "service needed" displayed on pump after starting infusion, double red flashing leds." A preliminary review identified the following issue: pneumatic valve leak failure (valve 3). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.